Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak was identified in the quick connect component near the ap40 pump on the outlet side of the custom tubing pack prior to use. An o-ring was missing from the quick connect which caused the leak. The same leak did not appear in multiple packs. See attached photos. The quick connect was cut out and replaced. No patient complications have been reported as a result of this event. The custom tubing pack lot was one of two possible lots: 231294452 or 231233575.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the seal is missing from the returned device as identified in the drawing. Pressure integrity testing was performed at 0.5 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity test there was a leak observed from the returned device. Reason for the return was confirmed. Correction e. Initial reporter: facility name, street 1, city, region, country, postal code, phone number: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.